Event description:
Patient was being mechanically ventilated at time. Rn noticed decline in spo2 reading and alerted respiratory therapy. Respiratory therapist noted screen on vent displayed "0" for all values with very low minute ventilation and minimal volumes. Patient was disconnected from the ventilator, was suctioned, cuff on endotracheal tube was checked and pt was then manually ventilated with immediate improvement in spo2 readings. Pt was reconnected to vent but minimal tidal volumes registered. Ventilator was replaced with no operational issues encountered on new machine. No water found in vent circuit.